Event description:
It was reported that during a low anterior resection, the surgeon could not break the breakaway washer, therefore the surgeon was unable to fire the device. The case was completed with hand suture. There were no consequences to the patient.